Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the battery from 38% in (B)(6) 2021 to most recently 15% remaining. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the power consumption of the device was increasing in a gradual fashion. The device remains implanted to date. No adverse patient effects were reported.

Manufacturer narrative:
This device remains implanted. Should additional information become available this investigation will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this s-ICD was thoroughly inspected and analyzed. A high current drain was detected, but the battery still supported full device function. Detailed analysis confirmed the identified high current drain was a result of a compromised capacitor. This resulted in the observed premature battery depletion. It was determined that the capacitor was compromised due to the presence of excess hydrogen in the device case. Boston scientific issued a field safety notice regarding a subset of emblem devices that have a potential of exhibiting this behavior. This particular device is included in the emblem s-ICD accelerated depletion advisory population.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the battery from 38% in september 2021 to most recently 15% remaining. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the power consumption of the device was increasing in a gradual fashion. The device was explanted and returned. No additional adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) exhibited a decrease in the battery from 38% in september 2021 to most recently 15% remaining. Premature battery depletion was alleged. A review of the device data by engineering confirmed that the power consumption of the device was increasing in a gradual fashion. The device was explanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Should additional information become available this investigation will be updated.